Event description:
Plastic distal tip of 15 mm trocar broke off during extraction of specimen in retrieval bag. The missing piece was never found. Surgeon performed a visual inspection inside the abdomen and piece was not found. Piece appears to have been square in shape approx 2-3mm x 2-3mm. On (B)(6) 2017 during a second laparoscopy on a different pt, using the same product, upon insertion of the trocar it was noted that there was a crack or hairline piece was missing. The trocar was immediately removed from the abdomen. The surgeon performed a visual inspection inside the abdomen and piece was not found. Piece described as "half an eye-lash" in size. It is unclear if this product is from the same lot as the (B)(6) 2017 event as another package was opened during the case. The second package has lot j7e0496x, expiration 05/31/2022. Ref (B)(4).